Event description:
Caller states, loose desiccant from the comfort curve test strip vial came into contact with paramedic's eye, resulting in unknown medical treatment. Requested return of suspect device and replacement was sent.